Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer for evaluation of the device. The cause of the issue was use related. The root cause of the failure was due to the battery switch not engaged. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) battery failure alarm was observed. A replacement aic was required, and the case resumed.